Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) asked to have itb pump interrogated. Patient was in the emergency room (ER) and the pump was malfunctioning. Patient was experiencing leg spasms. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service (nas).